Event description:
It was reported that 32 autopulse nimh batteries failed output testing with a battery tester. There was no report of pt injury.

Manufacturer narrative:
Zoll medical corporation has not received the products for evaluation. If the products are returned to the MFR, supplemental reports will be filed.